Event description:
It was reported by the clinician that the intra-aortic balloon (iab) burst when connected. The iab was inserted with a sheath according to the instructions for use. As a result, another iab was inserted.

Manufacturer narrative:
This event was originally determined to be reportable by alternate summary report (ruptured balloon); evaluation concluded otherwise. Evaluation: intra-aortic balloon (iab) was returned. Pump tubing and guidewires were not returned. There was blood on all interior and exterior surfaces of iab. A vacuum was pulled on iab, but did not hold. Iab was submerged and pressurized in water. Bubbles exited bladder approximately 26.5 cm from distal tip of iab. Both ends of iab were blocked and no other leaks were detected in iab or bladder. A device history record review was conducted on iab, and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between DHR & reported complaint. Hole in balloon was caused from inner wire of catheter which penetrated through outer coating of catheter possibly due to catheter deformation during wrapping process. A review of complaints evaluated from 2005 to 2008 was conducted. There was one other complaint during this period with this finding. The standard operating procedure has been updated since the manufacturing of the iab.